Manufacturer narrative:
Evaluation cannot be performed due to light cable not being returned. Possible root cause for failure may be attributed to the defective connection point between the light cable and the scope's adapter. Cross reference complaint ID (B)(4). This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will not return to the manufacturing site for investigation. In the event the device returns and relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference complaint ID (B)(4). This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a hysteroscopy with myosure and mirena iud placement procedure, the light source was on a boom in or, camera and cord were lying across the patient on the bed. Once turned on, the end of the cable sparked, and the drape caught fire. The procedure was completed successfully. No harm to the patient or staff. Cross reference complaint ID (B)(4).